Event description:
It was reported that when using bd vacutainer® k2e 3.6mg plus blood collection tubes, one (1) tube was discovered with misaligned label. No health impact or consequences were reported.

Manufacturer narrative:
Investigation summary: bd received 6 samples and 1 photo for investigation. Upon evaluation of the six samples and one photo, the reported defect was confirmed, showing the label placed incorrectly and skewed on the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: label flaw. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® k2e 3.6mg plus blood collection tubes, one (1) tube was discovered with misaligned label. No health impact or consequences were reported.